Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added h6 (patient codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code device revision or replacement.

Event description:
Ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. Pfs alleges pain, loss of function, psychological and emotional injury, medical expenses and economic damages, scarring, continuing limitations due to the extent of injury and additional surgery to remove implant. After review of medical records, the patient was revised to address pain and effusion due to internal orthopedic prosthetic devices, implants and grafts. Intraoperatively, the effusion did not appear purulent, was more than the normal amount, not under pressure but had a yellowish-grayish type picture that was consistent with a metal-on-metal articulation. Scar tissue was removed near the edge of the cup. Pre-revision notes indicate that the patient was having difficulty ambulating. Serum cobalt and chromium levels were 3.0 and 5.6 respectively. Doi: (B)(6) 2010 - dor:(B)(6) 2018 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Litigation alleges elevated metal ions, joint effusion, pain, injury, muscle damage, muscle weakness, scar tissue, emotional trauma and distress.